Event description:
A report was received that the patient had her lead replaced due to a lead migration. During visual and photographic imaging inspection of the lead it was discovered that four electrodes were dislodged from the lead. The cause of the dislodgement is unknown.